Event description:
A customer contacted global technical services requesting assistance to get the door open on the homechoice (hc) unit. The caregiver (cg) needed help getting the hc door open again in setup. Per cg, one bag would not spike correctly. The technical service representative reset the hc back to load cassette and the door opened. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During a follow-up call by product surveillance to the nurse on (B)(6) 2010, it was revealed that the loose connection issue was resolved and there were no defects noted on the supplies. Per the nurse, the supplies had been discarded and the lot number was unknown. The nurse stated that the home patient (hp) is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The root cause was undetermined due to lack of sample. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available.